Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Rlt261412j/16309265 (B)(4). Further information was requested but not available. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to the patient¿s anatomical suitability for endovascular repair. The gore® excluder® aaa endoprosthesis is not recommended in patients exceeding weight. Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2017, the patient underwent an emergent endovascular repair of the abdominal aorta aneurysm using gore® excluder® aaa endoprostheses. A gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt261412j/16309265) was placed below the left renal artery, followed by a contralateral leg component (plc231400j/16333320) placed on the left side and another contralateral leg component (plc271000j/17218353) on the right side. The procedure was completed and the patient tolerated the procedure. Reportedly, around 11:00 am on (B)(6) 2017, a follow-up CT revealed no issue. After that, the patient underwent rehabilitation. It was reported that around 14:00 pm on (B)(6) 2017, the patient received a massage of her back with laying on her stomach. At that time, she suddenly complained about abdominal pains. Moreover, blood pressure was elevated. CT was taken and it revealed thrombotic occlusion of the proximal part of the trunk-ipsilateral leg component. An emergency operation was performed and the thrombus in the proximal part of the trunk-ipsilateral leg component was removed with a fogarty catheter. Two aortic extenders (pla260300j/16149773 and pla260300j/16111493) were placed in the proximal part of the trunk-ipsilateral leg component. It was confirmed the thrombotic occlusion of the proximal part of the trunk-ipsilateral leg component was resolved. It was reported that the external pressure possibly contributed to this issue due to the patient¿s extreme obesity.